Manufacturer narrative:
The device has not been returned to the manufacturer at the time of this report. A supplemental form will be submitted upon evaluation once the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported the during a surgical procedure clips malformed into a scissor shape and the device would not release the clip properly, not releasing the clip. No patient injury or intervention was reported, as the doctor quit using the device once it was noticed that the clips were scissoring.